Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. Per visual inspection, the device has scratched liquid crystal display (lcd) lens, peeled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal. The reported problem was duplicated. During functional testing the latch lock was not working as intended. The cause was the latch handle would not close properly. Replaced the latch lock and latch handle to correct the problem and bring pump into full functionality. Replaced dso seal, uso seal, lcd lens, keypad, overlay gray and rear label. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device latch/lock is not working. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.